Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure in 2007, a 3.0 x 18 mm xience v stent was deployed in the proximal circumflex with no reported issues or patient effects. However, in 2009, it was reported that the patient went to the emergency room (ER) with left side weakness and facial droop, while in the ER, the patient experienced arrhythmia/asystole (cardiac arrest). CPR and intubation was performed; however, the patient died. No angiography or ivus was performed, and the death certificate has not been received. No additional event or patient information is available.

Manufacturer narrative:
Arrhythmia and death, as noted in the IFU, are known adverse events associated with coronary stenting and not necessarily indications of a product quality deficiency. Additionally, arrhythmia, cardiac arrest, death, neurological deficit/dysfunction and hospitalization are listed in the no fault risk assessmen as no fault post-procedural complications. The progression of the patient's disease state may have contributed to the reported patient effects which required hospitalization and were treated with CPR and intubation. However, the patient ultimately died, and the official cause of the death has not been reported.